Event description:
It was reported: "patient reported to e.r. At st. Thomas 8/6/07, discovered knee dislocated and infected. Dr. Greene notified me next day that he wished to do incision and drainage and replace with thorken ts insert triathlon. However, ts inserts were not available. Recommended using regular primary stabilizer insert. Dr. Greene replaced with 25mm ps insert.